Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10 am with a high blood glucose level of 600 mg/dl. The customer felt lethargic and had stomach pains. The customer was treated for their blood glucose with manual injections. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer sent the insulin [pump back for analysis.